Event description:
A pt reported experiencing inaccurate low results with a ss meter. The pt's blood glucose results were 87, 137, 150mg/dl. Tests were done within 10 mins with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.